Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed the issue. The brt determined that the speaker required replacement. The speaker was determined to have caused the reported problem. Replacing the speaker resolved the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that there was a loudspeaker error. It is unknown if the device was in use at time of event, and there was no adverse event reported. It was determined that the device failed to meet specifications.

Event description:
The customer reported loudspeaker error. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016.